Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after total knee arthroplasty was conducted on (B)(6) 2014, the patient experienced fracture of one of the implanted anthem components. The patient did not suffer a fall, or any apparent event that could have caused the fracture. This event was treated with a revision surgery on (B)(6) 2022. Patient is currently recovering from revision surgery.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the limited information provided, the patient performing a ¿deep squat¿ cannot be ruled out as a contributing factor to the reported fracture. The patient impact is related to the revision of the insert in (B)(6) 2022. The patient was reported to be doing well and ambulating without walking aids six weeks post revision. No further clinical assessment is warranted at this time. At this moment, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to surgical technique or patient performing a ¿deep squat¿. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Were updated according to the new information received. Internal complaint reference number: (B)(4).

Event description:
It was reported that, after a left total knee arthroplasty was conducted on (B)(6) 2014, the patient experienced the fracture of the polyethylene legion insert component and acute pain of the knee. The patient did not suffer a fall, or any apparent event that could have caused the fracture. This event was treated with a revision surgery on (B)(6) 2022. During this procedure, the broken post was found in the suprapatellar pouch and removed. Both the femoral and tibial components were in excellent condition and well fixed. A new 11mm ps polyethylene insert was locked into the tibial tray. Patient is currently recovering from revision surgery.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per e-mail correspondence located within the attachments, medical records and a cd with x-rays were to be mailed to s+n. As of yet, there has been no record of the records being mailed. If the cd and medical records are later received, the case will be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.